Event description:
Hospital staff alleges suspect meter has corroded pins at the connector. The reporter states the pins are blackened and discolored at the connector. Requested return and replacement was sent.